Event description:
Dr. Performing cranial flap with the drill, it was noted by dr. That the distal end of the drill bit was missing. Dr. Immediately searched the wound and located the missing piece. The 2 pieces were sequestered for follow-up after the case. The missing piece measured 5mm in length. The 2 pieces were placed in a biohazard bag and kept for follow up with anspach. The anspach rep was informed of the incident.